Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump under delivering insulin. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer gave positive test for ketone. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump and injection. The customer did allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appeared normal. The infusion set cannula had bent. The insulin pump and reservoir both will not be returned for analysis.